Event description:
It was reported that intermittent ventricular capture and and oversensing were observed in bipolar settings. Capture and sensing improved in unipolar settings, so ventricular polarity was changed to the unipolar configuration. Two months later, the lead was capped and replaced.

Manufacturer narrative:
Na